Event description:
It was reported that the pt underwent a tlif using rhbmp-2/acs supplemented with posterior fixation over a year ago. The pt now presents with signs of bone growth posterior to the interbody device. Reportedly, no bridging bone has formed in the disc space. A revision surgery was performed in early 2008 to decompress.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.